Event description:
Asku

Manufacturer narrative:
The patient is involved in a settlement involving the sprint fidelis leads. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The patient is involved in a settlement involving the sprint fidelis leads. Evaluation summary: (B)(4): the lead was returned and not analyzed as it is part of a lawsuit. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's family member that the patient had died. The family member called asking to have the device analyzed to make sure there were no failures. The device was returned.